Event description:
It was reported that customer experienced repeated occlusion alarms, which eventually resulted in an elevated blood glucose (bg) level of 464 mg/dl. Customer received assistance in treating the elevated bg by husband who delivered a manual injection. Tubing was adjusted and insulin therapy was resumed; further troubleshooting was declined.